Manufacturer narrative:
On august 13, 2021, the mentor failure analysis lab has received the device for evaluation. Patient¿s impacted device 475cc mentor memorygel breast implant, product code: 3504754bc, lot: 7003846. The investigation of the returned device was completed by the failure analysis lab on august 19, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 415cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Note: initial reporter zip code is (B)(6). Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with an unspecified gel breast implant experienced right sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2021.